Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the display on the roller pump was not visible. The controls on the device were able to be used. No other details regarding the nature of the event were provided. The user reported surgery was completed successfully, and there were no adverse consequences to a pt as a result of this event.